Manufacturer narrative:
The insulin pump was returned with low battery alarm and power system error alarm was confirmed in the long trace. The detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error alarm was triggered when the backup battery unloaded voltage which was less than 3.7 volts for 240 consecutive minutes. The analysis of the micro timer was in detailed trace which confirmed that the root cause is the non-sleep anomaly software error. There was no unexpected replace battery now alarms on the device. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratches on the keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm and low battery alarm on their insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to wait for the notification light to stop flashing, replace the battery, clear the power system alarm, update the time and date, complete the reservoir change and finally complete the tubing process. Customer advised the issue recurred every 4 hours and this was the second occurrence of power system error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.